Event description:
As a result of a power surge at the user facility, the bunnell life pulse high frequency ventilator went down while on a pt. An attempt to restart the hfv by resetting the circuit breaker was made with no results, this is systomatic of a blown transient voltage suppressor (tvs). No reported harm or injury to pt.